Event description:
During index procedure the physician used three in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the right leg. Approximately 12 months post index procedure the patient suffered from restenosis of distal sfa of right leg. This was treated with a target lesion revascularization using two non medtronic devices. The event is resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The investigator assessed the previously reported restenosis event as not related to the device, procedure or drug. Cec assessed the previously reported restenosis event as related to the device and not related to the procedure or drug.